Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. The customer reported an unspecified high sensor reading, and was experiencing dizziness. The customer then experienced seizure and loss of consciousness, and required unspecified treatment at the dentist where they were at the time. The customer was taken to hospital, and further treated with glucose injection and via IV for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event. A sensor scan of 6 mmol/l was compared to a adc meter reading of 1.4 mmol/l and when the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.